Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device shut off without user input and could not be powered back on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted heartsine to report that their device shut off without user input and could not be powered back on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine's investigation determined the root cause of the reported fault to be corrosion on the pcba due to storage outside of the indicated conditions. Upon receipt, no status indicator was observed flashing and the device could not be powered on, as per the reported fault. Furthermore, the device memory could not be downloaded. This was attributed to significant corrosion on multiple components and circuitries across the device. Thermal damage was observed on the pcba in the region of the high voltage capacitor c5, which may account for the reported ¿popping noise¿ .this was likely a symptom of electrical overstress due to the extent of the corrosion and the failures this had caused. Due to the extent of the corrosion on the pcba, the multiple failure modes this had caused, and the damage this would have caused to critical circuits, no further investigation could be carried out. The device was scrapped by heartsine and the customer was provided with a replacement device.